Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient had an impella cp implant and shortly after the implant, there were low pump flows with suction. The pump was repositioned with no resolution of the suction events. The p level was lowered and then raised to no avail. The physician elected to explant the pump due to the patient not needing the impella. There was no harm to the patient.

Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. Data logs were reviewed and suction alarms with low flow found upon insertion. Auto suction alarms seen with pump p-level reducing from higher to lower p-level. The root cause of low flow was most likely due to patient condition as no problem was found on the pump.